Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted vaginal hysterectomy, as the surgeon was completing the surgery using the de vice, the stitch broke when the stitch was being pulled through the tissue. The surgeon attempted to removed the stitch. During that time, the needle with the remaining suture popped off the suture when attempting to remove it out of a trocar. An additional surgeon with c-arm privileges was called to assist and the needle that had become dislodges was able to locate and removed.